Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. It is unknown the circumstances in which the event occurred or if there was patient involvement. However, no patient injury or harm nor adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse tested the unit and found no leaks. The fse ran complete diagnostic and assured device was functioning to manufacturer¿s specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. It is unknown the circumstances in which the event occurred or if there was patient involvement. However, no patient injury or harm nor adverse event was reported.